Event description:
It was reported that the head of the headless compression screw (hcs) broke off during insertion. Surgery was done on a patient with scaphoid fracture of the right hand. The broken screw was removed and replaced with no issues to the patient. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. Visual inspection showed that the head of the screw is broken off and only the screw head was returned. This damage indicates that too much mechanical force may have caused the breakage of the screw head. No product fault could be detected. This complaint is indeterminate from a manufacturing standpoint.